Event description:
It was reported the resection electrode loop during a bipolar transurethral was lacking in energy and require some time for the energy to reach the resection loop. The resection loop also kept pushing backwards. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distal end of the loop was deformed due to improper use or excessive mechanical force. The electrode fork was compressed and the loop contour was not intact; however, the loop was not broken. It is likely that the deformation at the proximal end of the electrode is responsible for the damage at the distal end, as the free movement of the electrode in the transporter was restricted. Olympus will continue to monitor field performance for this device.